Event description:
Customer reported low readings on the precision xtra blood glucose monitor for several days. User was taken to the e.r. Customer stated their reading was 70 mg/dl at home. One hour later, it was 367 mg/dl in the e.r. Customer was treated for dehydration, given insulin and IV fluids.